Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead presented to the hospital due to experiencing symptoms of dizziness and syncope. High pacing threshold measurements and loss of capture (loc) were confirmed. It was reported that there had been no change in the lead position. A revision procedure was performed and the rv lead was surgically abandoned. Approximately one week later the patient presented to the hospital again with the same symptoms. It was discovered the new rv lead was not capturing with automatic capture on at 3.5 volts. There was no evidence that back-up pacing was being provided. Boston scientific technical services (ts) discussed that the automatic capture suspension was between 3.5 to 5 v and there are no back up paces during suspension. The device was subsequently reprogrammed to max outputs. As a result, it was reported that the device longevity had decreased to 2 years remaining. Another revision procedure was performed. X-ray confirmed the slack had pulled back on the rv lead. Once the pocket was opened it was identified that the lead was moving back and forth through the suture sleeve. The lead was successfully repositioned and additional suture tie-downs were added. Pacing thresholds returned to less than 1 volt. Due to the clinical observations observed with the automatic capture feature and the remaining device longevity, the device was also explanted and replaced.